Event description:
Boston scientific reported that in (B)(6) 2012, this pt had died during a 2nd repositioning procedure for dislodgement involving the right atrial lead. The 1st repositioning procedure for dislodgement occurred two days following the date of implant and involved the right ventricular lead which was successfully repositioned. Five days later, the pt had presented back to the electrophysiology laboratory for a 2nd reposition procedure. The ra lead was successfully repositioned, but prior to attaching the ra lead to the device, the physician observed that there was no right atrial movement and the pt was not breathing. Despite emergency measures, the pt could not be revived and died. The cause of death according to the physician, was attributed to myocardial infarction. The device was buried with the pt and will not be returned for laboratory testing. There were no complaints that the use of boston scientific products caused or contributed to the pt's death.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.